Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, one of the forceps jaws fractured and detached inside the pt. The physician did not retrieve the fragment allowing it to pass normally. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.

Manufacturer narrative:
(B)(4) - (expected to be passed via normal peristalsis). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).